Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earl ier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the scsp passed diagnostic system testing which included external ram test and bist. It also passed additional current drain testing of the external sram. The dvdd current drain was monitored while the addresses of the external sram were written. No current drain spikes were observed.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, 2010; 5076-45, implantable pacing lead, 2010; 694765, implantable tachy lead, 2011; 419688, implantable pacing lead, 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.